Manufacturer narrative:
24-aug-21: product return was received and investigated. The investigation of the complaint was done without product fault.

Event description:
Consumer reported that the toothbrush caught on fire. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported that the toothbrush caught on fire. No injury was reported.